Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the listed syringe infusion pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection found no external damage to the device. During functional testing, the device underwent multiple flow and occlusion test; however the reported alarm could not be duplicated. A review of the device's event history log showed that the customer repeatedly released the clutch during an infusion, which resulted in the reported check clutch alarms. No evidence was found to suggest the reported event was caused by an intrinsic product problem.